Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge fse reported that the customer had cancelled the repair call, and reported that their trained biomed repaired the iabp unit. The customer relayed that they replaced the compressor and it fixed the issue. The customer then returned the iabp unit to clinical use after trained biomed performed the checkout. (B)(6).

Event description:
It was reported that on power up of the cardiosave intra-aortic balloon pump (iabp) there was a fault code #3. There was no patient involvement, and no adverse event reported.